Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the reported issue. The instrument was driven on an in-house system and passed the recognition and engagement tests. There were no recognition issues observed during in-house testing and based on log review of remotefe. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was also found to have a broken molded insulator at the distal end. The broken piece was not returned with the instrument and measured roughly 0.040" x 0.071". The molded insulator exhibited hairline cracks. The instrument failed electrical continuity test. There was no obvious damage to the conductor wire. The instrument was transferred to advanced failure analysis engineering, and it was confirmed that the molded insulator was broken. The housing was removed, the electrical continuity was tested and failed. The wires were then removed from the main tube and cut at the base of the grips. The severed wires were then tested for electrical continuity and passed. It was then determined that the breakage at the molded insulator was the cause of failure of electrical continuity.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument had recognition issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during procedure. There was no patient injury. The issue got resolved by using spare instrument. The procedure was completed robotically. No fragments fell into the patient. The instrument was inspected prior to surgery.